Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon said there was no phacoemulfication during a surgical procedure. The staff changed the handpiece and eventually phaco emulsification returned. The surgery was completed with no reported harm to the patient.